Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that loss of capture and low r-waves were observed. The lead was explanted. Patient condition was good.